Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary tkr (B)(6) 2018 at (B)(6) hospital (B)(6); (B)(6), on post op xray noticed the spring. (B)(6) hospital (B)(6) 2018. - patient taken back to theatre under anaesthesia on (B)(6) 2018 to remove it. Patient outcome post surgery: satisfactory.